Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive and the battery was not charging. There was no impact to the customer's blood glucose level. Customer continued using current pump for insulin therapy.